Event description:
It was reported that double beep no cassette (no patient injury / during test) was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required.h10: no product was returned however the pump operators manual indicates in the user manual that the pump will alarm (no disposable) if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the manufacturing device history record DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: correction in d4: model number: 6400, d5: operator of device: unknown, e4: initial reporter sent to FDA: unknown, h4: device manufacture date: updated